Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, loss of capture, high impedances and sensing issues. A perforation to the heart wall was noted. Subsequently the rv lead was successfully explanted and replaced. No additional adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, loss of capture, high impedances and sensing issues. A perforation to the heart wall was noted. Subsequently the rv lead was successfully explanted and replaced. No additional adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. Then testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations regarding high pacing thresholds, loss of capture, high impedances and sensing allegation.